Event description:
It was reported stimulation shut off and turned back on by itself on several occasions. An impedance check revealed high impedance, but an sjm representative was able to reprogram the pt successfully. X-rays revealed no anomalies. As a result, the pt's ipg was explanted and replaced (with a different model).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.